Event description:
A report was received that the patient had discomfort at the pocket site and had pain associated with it. The patient underwent a pocket revision wherein the ipg was moved from the midline to the side. The patient was doing well postoperatively.